Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot umber of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article three patients developed unilateral, temporary peroneal nerve palsy that resolved within three months post operatively from hip implantation. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Medical devices: unk item #, unknown continuum cup, unk lot #; unk item #, unknown liner, unk lot #; unk item #, unknown ceramic head, unk lot # . Taheriazam, a., & saeidinia, a. (2018). Short-term outcomes of one-stage bilateral total hip arthroplasty in young patients (. Orthopedic reviews, 10(2), 65-69. Doi:10.4081/or.2018.7542) customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05205, 0001822565-2018-05207.

Event description:
It was reported in a journal article three patients developed unilateral, temporary peroneal nerve palsy that resolved within three months post operatively from hip implantation. No additional patient consequences were reported.